Event description:
It was reported that a patient presented to clinic for follow up. Upon interrogation the defibrillator exhibited non sustained right ventricular oversensing. Programming changes were made. The patient will continue to be monitored.